Event description:
It was reported that the patient experienced fatigue and weakness and reports kicks from device. It was also reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.